Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger was difficult to push during use. The following information was provided by the initial reporter: "received via phone call on 23-dec-2022. Customer stated that the syringe plug are to push through."

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger was difficult to push during use. The following information was provided by the initial reporter: "received via phone call on 23-dec-2022. Customer stated that the syringe plug are to push through."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.